Event description:
Related to MFR report # 2183959-2012-01063. It was reported that an apogee graft was implanted in (B)(6) 2007. On (B)(6) 2012, the patient had removal of vaginal mesh. The information indicates that, "the mesh was folded over several times. The dissection was carried 5-6 cms laterally to the left until we could no longer follow it through the vaginal incision. There was a posterior vaginal wall defect after removal of the mesh and this required a rectocele repair."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.